Event description:
Event description guidant received information that during pre-discharge follow-up testing, this atrial and ventricular passive tined leads exhibited increased thresholds and decreased sensing, due to dislodgement. The leads were then repositioned; however, the leads again exhibited increased thresholds and decreased sensing. The lead were then repositioned a second time. One day later, the lead had again dislodged. The leads were then removed and successfully replaced with active fixation. It was noted that the leads had dislodged due to the patient's condition.